Event description:
Approx 1 1/4 hrs into pt hemodialysis treatment, tech saw blood leaking from the venous line somewhere between 12 and 24" from the dialyzer connector. The machine did not alarm. Facility staff report that the tubing looked as though it was "melted, with a pinhole leak in the middle". A new venous line was set up and treatment continued with no further problems. The complaint sample was discarded. No pt injury is reported and no med intervention was required. MDR is filed for estimated blood loss of 50cc.